Manufacturer narrative:
The reported events of high pacing impedance and oversensing noise were confirmed. The pacemaker was returned for analysis with battery voltage above elective replacement indicator(eri). Interrogation under nominal conditions with load confirmed high impedance measurements. Visual analysis confirmed the presence of epoxy on the contact spring, consistent with the sensing and impedance anomalies observed. After replacing the original contact springs, the device was tested under nominal settings and the results were normal. A manufacturing anomaly may have occurred which left or caused the epoxy to be in the ventricle contact spring. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the pacemaker was oversensing noise and the pacing impedance had increased. The pacemaker was explanted and replaced. The patient was in stable condition.